Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. It was reported that a 8f sheath was used to deliver the device, which it could have contributed to the deformed deployment; noted, as use of a larger sheath may influence deformations of the device. However, this cannot be confirmed. Based on the information available, the cause of the reported event could not be determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 10mm amplatzer septal occluder was chosen for implant, using 08f amplatzer trevisio delivery system to treat atrial septal defect. During deployment, the left atrial disk of the occluder deformed to a cobra-like shape. The clip was recaptured to the sheath and another attempt was performed; however, the device showed a cobra-like shape. There was no angulation or kink noticed in the delivery system. There was no interaction with cardiac structures during deployment. The device was removed and a replacement 10mm amplatzer septal occluder was successfully implanted. The patient was reported to be stable. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.